Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary in continence with rectocele and pelvic laxity. It was reported that after a procedure where this device was implanted, the patient experienced an unspecified adverse outcome.